Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during inspection for use, an olympus colonovideoscope had no image. There was no patient injury reported.